Manufacturer narrative:
No product has been returned for evaluation. Evaluation was performed by london implant retrieval centre (lirc). Device returned to lirc.

Event description:
Information was received that a revision procedure was performed on an unknown date for an unknown reason. During a review of investigation findings from lirc it was identified that the rod had a pin failure. No other information in relation to patient has been reported.